Event description:
This is a report of a peritoneal dialysis patient who passed away. The patient was hospitalized prior to death for an unspecified event. The cause of death was not reported. It was not reported if peritoneal dialysis therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history records showed no abnormalities that could cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported event of death. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing way. The device failed the visual inspection due to an unrelated issue. The power on self-test and one hour therapy test was successfully performed. The service history record review was not performed. Upon conclusion of the investigation, the cause for the reported event of death was undetermined. Should additional relevant information become available, a follow up report will be submitted.